Manufacturer narrative:
The sample involved in the complaint is available but has not been returned. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported the nasogastric (ng) tube has split, the distal 4cm was vomited up by the child, in the middle of the night. It appeared to have become blocked and then split at this part of the tube. The ng tube remaining was removed, and the whole tube was accounted for. A new ng tube inserted. There was no patient injuries. No additional information was received.